Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4). Surgical intervention required.

Event description:
According to the reporter, during a gastric bypass, at the first firing, there was a cracking noise and the plastic broke. The instrument was fired again, however, the stapler partially fired. The staple line was sutured. There was no extension of surgery time more than 30 minutes, no extension of incision, no blood loss, no irreversible damage or loss off tissue, no change of procedure, no part fell into cavity, and no reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.